Manufacturer narrative:
The investigation is closed based on the current findings, and it will be reopened if new information comes to our attention. The most probable root cause remains incorrect patient positioning or inadequate collimation, which interfered with the detection of the salient points used by the automatic exposure control, as observed in previous cases. The absence of dose data or images prevents any confirmation or precise quantification. A training action was implemented immediately, and internal improvement opportunities regarding the display of dose levels within protocols and the recalculation of the ma profile after collimation have been identified.

Event description:
The event (B)(6) was reported on march 5, 2026, by (B)(6), marketing director, after the (B)(6) notified another case of abnormally high dose during an arm acquisition performed with the eosedge system. The circumstances were similar to those of the two previous cases, and no clinical consequences were reported for the patients involved. A customer complaint was opened in order to identify the origin of these unusual dose values.